Event description:
Boston scientific received information that this rv lead was exhibiting noise that was being oversensed. A revision procedure was performed and the lead was removed by laser technology. The lead was difficult to remove and resulted in complications which interrupted the revision. The lead was able to be removed. Subsequently, the patient died the next day. The cause of the death is unknown. There were no reported allegations that the lead defect caused or contributed to the patient's death. The rv lead will be returned for laboratory analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The proximal segment of the lead was returned, severed approximately 135 mm from the terminal pin. No setscrew marks were noted on the lead terminal connectors; however, there were some different marks noted on the connectors and the source of the marks could not be ascertained. Resistance tests were completed on the lead segment to assess electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations of noise and oversensing. Detailed analysis found that this lead segment was electrically continuous.